Manufacturer narrative:
The liberty cycler was returned for eval; no non-conformities were found. The unit passed all tests during simulated treatment testing and met specs. There was no indication of an equipment failure. A batch record review was conducted and confirmed there were no deviations or non-conformances. Product labeling, material, and process controls were found to be within specs. The clinical investigation indicates the pt continued to have bloody effluent 2.5 weeks after the cycler was changed. The fmc pharmacovigilance physician concludes the adverse event of bloody effluent is probably disease related. This is a retrospective MDR being submitted by fresenius medical care as a remediation action committed to FDA regarding all potential adverse events received between 03/21/2011 to 03/11/2013.

Event description:
A pt's peritoneal dialysis rn (pdrn) called and stated the pt's physician requested a cycler replacement because the pt had bloody effluent. He wanted to be sure it was not cycler related. On (B)(6) 2011 the pt reported dark red effluent. He denied any problems or alarms the prior night. The effluent gradually became lighter in color each day. Bloody effluent lasted about 3 weeks. The pt received 2 units of blood on (B)(6) 2011 due to significant blood loss.